Event description:
It was reported that the gastrointestinal videoscope exhibited image interference, black lines, and a blank screen. The event occurred during a diagnostic gastroenterology procedure, which was completed using a similar device. The procedure was prolonged by less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation the most probable cause was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.